Event description:
Same as manufacture# 6000089-2005-00593. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a non-calcified, non-tortuous left anterior descending artery (lad). The lesion was predilated with a 2.5 x 15 mm maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 2.75 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body, the struts on the proximal end were found to be frayed. The physician then attempted to cross the lesion again with another taxus express2 2.75 x 12 mm drug eluting stent and was again unable to cross the lesion. When the taxus stent was removed from the pt's body, the struts had also frayed. No pt complications or injuries were reported. The procedure was not completed due to nothing crossing the lesion. Pt status is reported as "satisfactory/good".